Event description:
It was reported that there was a leak in a transfer set that occurred during drain three of six of peritoneal dialysis therapy. During troubleshooting, it was determined that the leak occurred due to a hole in the transfer set tubing. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. According to the event description, the direct cause for the leak in the patient line is a hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.